Event description:
The customer reported the back light on the display is not working.

Manufacturer narrative:
(B)(4). The customer reported the back light on the display is not working. The device was evaluated at philips and the reported symptom was verified; the display was black. The power pca was replaced to resolve the reported issue.